Event description:
It was reported an 8.5mm medullary reamer head broke during surgery. The surgeon was performing a left tibia and fibula open reduction internal fixation procedure and while reaming in the left leg, the tip of the reamer broke into the patient¿s leg. The surgeon retrieved and removed the pieces of the reamer from the patient¿s leg and continued with the case. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record review occured. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: this device 352.040 lot 2065711 was received with the distal working area completely broken off. The broken pieces were returned. The entire shaft has light circumferential score marks. The shaft is also covered with an amber colored plastic film. This flexible shaft instrument is used to hold reamer head tools and used to ream, or enlarge the medullary canal is preparation for the implant of a nail. The relevant drawing was reviewed and determined to be suitable for repeatable design, application and dimensional conformity. The whole distal tip is sheared off and some fragments of the tip were returned. It is not known what significant force was applied to this instrument to cause this fracture. With no other pertinent information available, it is determined that the instrument was damaged due to unknown external forces beyond the inherent strength of the instrument, but a confirmed result. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.